Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a cracked belt clip slot, and a minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. Customer changed the batteries several times and now the keypad won't acknowledge depressions during the battery out limit error. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.